Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the recharger quit working. They saw a charge the recharger screen even plugged into the desktop charger and it wouldn't charge. Due to this they couldn't charge the ins and they were in terrific pain. They desktop charger green light was lit, but the connector pin was bent. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found the cable assembly connector pin was bent. If information is provided in the future, a supplemental report will be issued.